Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-02162.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three coils using a non-penumbra microcatheter. The physician then was unable to advance two smart coils out of their introducer sheaths and into the microcatheter and; therefore, the smart coils were removed. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.